Event description:
On (B)(6) 2023, rayner received notification from its distributor in (B)(6) of an event that occurred during use of a rayone spheric rao100c. The verbatim report received states "the injector tip was not fully inserted into the incision, and the haptics of the lens had already unfolded, causing it to get stuck and unable to be pushed further into the incision. As a result, it had to be removed".

Manufacturer narrative:
The reference c23681 has been allocated to this case by rayner.the verbatim report received states "the injector tip was not fully inserted into the incision, and the haptics of the lens had already unfolded, causing it to get stuck and unable to be pushed further into the incision. As a result, it had to be removed".the device has not been returned to rayner.the rayner risk analysis identifies the following as possible causes of trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge.our review of production records for the rayone spheric rao100c batch 122206695 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.a review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 122206695. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "the injector tip was not fully inserted into the incision, and the haptics of the lens had already unfolded, causing it to get stuck and unable to be pushed further into the incision. As a result, it had to be removed". The device was retained and returned to rayner for evaluation. Product return inspection was carried out on 25th august 2023. The device was returned dehydrated in a blister tray. Preliminary inspection of the returned injector showed that movable flaps were not fully clipped together, and that the plunger was fully retracted. The lens was returned sellotaped to the blister tray. Under inspection the lens was broken in two pieces. Viscoelastic residue was observed within the loading bay and the nozzle. To facilitate further inspection of the returned product the injector was disassembled, following injector disassembly, all its parts were inspected under 10x magnification, no damage was found to the device. To facilitate further testing of the injector, a test injection was performed using rao 600c +21.5 from rayner stock. Ophteisbio 3.0% ovd was used. Injection was successful with smooth delivery and no damage to the lens or injector post-injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test showed that there was no irregularity in the nozzle coating, the nozzle was fully coated. Product testing was unable to replicate the event. Testing confirms that the device performs as intended. No rayner device fault was identified through the product inspection and testing performed. Our review of production records for the rayone spheric rao100c batch 122206695 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 122206695.

Event description:
On 31st july 2023, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The verbatim report received states "the injector tip was not fully inserted into the incision, and the haptics of the lens had already unfolded, causing it to get stuck and unable to be pushed further into the incision. As a result, it had to be removed".